Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross rf wire.

Event description:
A perforation occurred and the procedure was cancelled. During the procedure, a versacross connect access solution kit was selected for use for a watchman procedure. The physician was attempting transseptal access using transesophageal echocardiography (tee), from right appendage (ra) to the left appendage (la), then pulled down from the superior vena cava (svc) into the fossa. It was mentioned that the patient had a patent foramen ovale (pfo) which the physician was getting the versacross dilator stuck in. The physician clocked the sheath posteriorly until they were out of the pfo channel, and a tent was more visibly seen in the short access view. After appropriate tenting was achieved, it was decided to cross the septum. Immediately after the rf being applied, the versacross rf wire was noted to have gone in an abnormal direction through fluoroscopy. The left atrium (la) and all veins were swept to find the rf wire before continuing, where it was eventually found to be in the aorta. At this point, the rf wire was immediately pulled back and the patient was given protamine. Several effusion sweeps were then performed, and no effusion was noted. The procedure was then cancelled, and the patient's blood pressure was monitored. The patient remained stable and was kept overnight for monitoring purposes and was admitted to hospital beyond standard of care. Later, the patient has been discharged with no further complications. Product will not be returning for analysis (disposed). Additionally, it was noted that were challenges to position the versacross dilator onto the septum, having difficulties rotating it out of the position. No other issues were reported. The patient was not under warfarin nor antiplatelet at the time. In the physician's opinion, the versacross rf wire contributed to the adverse event (ae), since perforated the aorta, and the dilator did not contribute to it.